Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmissions revealed that the implantable cardioverter defibrillator was in backup vvi mode with no backup defibrillation therapies. The device was reprogrammed and restored. The patient had no adverse consequences.